Manufacturer narrative:
Evaluation was not possible as the product was not returned. The investigation was limited to the info provided as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address fracture of the pegs on the patella component. Poly wear was indicated intraoperatively.